Manufacturer narrative:
Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd posiflush barrel without markings. The following information was provided by the initial reporter: we received the posiflushes below (see photo) from one of our nursing units. These do not contain a lot number, an expiration date and no printing that indicates what the product is. This poses a serious problem with regard to drug safety. Apparently, these posiflushes were among the regular stock, so we have no insight into the extent of the problem. Response received on 29-nov-2024. Could you please provide the catalogue number of the defective product? We don't have that information (missing label on the syringes). Could you please provide the lot number of the defective product? We don't have that information (missing label on the syringes). Could you please provide a date of event? No date known. Please confirm the number of products affected. We have no data yet could you please confirm if any samples are available for investigation? If yes, please specify if the samples are: unused (before use) yes.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, three (3) syringes are observed without the barrel label and two (2) of the syringes do not have their unit package. As a lot number was not available for this incident, a review of the production history records could not be completed. As per the picture provided, the syringe samples correspond to a 10ml syringe which can be manufactured on six (6) different lines. No non-conformances have been raised in the last fiscal year or the present year due to this defect. The manufacturing process has a vision system in place to detect barrel label issues, including missing label. This issue could have resulted from a failure in the double rejection station. If a syringe has no label, the rejection station must reject it. However, if there is a failure in the rejection, the station stops and it does not allow the machine to run. The operator must check for the cause of the stoppage and remove the defective samples. Another possible cause is that the sensor was slightly moved accidentally and was not detecting properly. That would mean that temporarily, a syringe without label could pass as good product. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.